Event description:
Reference MFR. Report #1627487-2019-04764. Additional information indicated the patient underwent surgical intervention to address the high impedance issue related to the extension. Preoperative diagnostics indicated high impedance readings. During the procedure the extension was explanted and replaced. The physician opted to also explant and replace the lead as the physician felt it was possibly the cause of the high impedance readings. Surgical intervention addressed the issue. The lead has been added as a second device to this record.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient has high impedance following a fall. X-rays revealed no abnormalities. Surgical intervention was undertaken on (B)(6) 2019. During the procedure the extension could not be re-inserted into the ipg (reference MFR. Report #1627487-2019-04121). The procedure was abandoned, and the extension left implanted and detached from the ipg. Additional surgical intervention may be pending to address the issue.

Event description:
Reference MFR. Report #1627487-2019-04764.